Manufacturer narrative:
Citation: hidehiro kaneko and frank hoelschermann, md article title. Japanese association of cardiovascular intervention and therapeutics may 31, 2017 10.1007/s12928-017-0473-x different impact of aortic regurgitation assessed by aortic root angiography after transcatheter aortic valve implantation according to baseline left ventricular ejection fraction and n-terminal pro-b earliest. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of aortic regurgitation following transcatheter bioprosthetic valve implantation (tavi). All data were collected from a single center between july 2008 and may 2015. The study population included 856 patients, predominantly male, mean age 81 years, 278 of which were implanted with medtronic corevalve/evolutr. (Serial numbers not provided). Among all patients, mortality was discussed in percentages based on certain physical findings. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: mild, moderate and severe paravalvular leak (pvl), aortic dissection, cerebral infarction, coronary occlusion, heart failure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Among all patients device malfunctions included: under expansion. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed malfunction and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.